Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.